Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that ins is working pretty good. Had some bumps in the road the last month or so. Patient saw the doctor's physician assistant (pa) on april 1, 2023 and everything was fine, they also saw them about ten days ago. They were having some bladder issue that are not being controlled right now. The pa made some changes, and they called them back a week ago. The nurse told them to call the manufacturer rep. Patient said, they never talked to the rep. They had 24-40 months left on stimulator battery. They had to self cath 3-4 times a day since(B)(6) 2023. They were having urgency and incontinence at times when they can pee. Trouble initiating urinating some times. Spastic yesterday. (B)(6) 2023 the pa increased the amplitude to 2.3 and patient couldn't handle it. They felt like they were throbbing internally in vagina. Patient lowered the stimulation on (B)(6) 2023 to 1.6 and that is where she currently is. They are going to add giving patient vesicare, gemtesa. Last week patient was feeling different sensation in butt cheek. It was like a flutter. Patient said, when programming her at the doctor's office they said there was multiple abnormal impedances, but it was corrected when amplitude increased to 1.5.went to see doctor yesterday and walked in with wet pants. Didn't have uti yesterday. Can't do anything without trotting to the bathroom. Told caller to increase stimulation as long as it was comfortable. If not switch to a different program.